Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was a sudden drop in the implantable cardioverter defibrillator (ICD) battery voltage with the device going into recommended replacement time (rrt). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further analysis was performed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis observed low device battery voltage. The system current drain (cd) was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Battery analysis found lithium (li) -plating breach along the top edge of the anode separator, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Rapid battery depletion in (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.